Manufacturer narrative:
Additional information received on 08 august 2016 and includes: the patient tested positive to alpha defensin & synovasure (the synovasure pji test is a test specifically designed and validated for the diagnosis of periprosthetic joint infection - pji). (B)(4).

Event description:
The patient came in due to signs of infection. Cultures were taken. The pathogen is unknown at this time. The surgeon performed an I&d and swapped the poly. The surgery was completed successfully. Explants and x-rays are not available.